Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in february 2024. H11: the actual device was not available; however, photographs of the sample, a video sample, and retention samples were provided for evaluation. A visual inspection was performed on the photos and video sample were performed, and a crack in the luer was observed. A leak was also confirmed via the video sample. The reported condition was verified. The cause of the condition could not be determined. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. A leak test under water was performed on the retention samples, and no leak was observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink y-type catheter extension sets were cracked under the clearlink connector which resulted in a fluid leak. The process step during which these issues occurred was unknown and it was unknown if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.